Event description:
It has been determined, that the device associated with this complaint in not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported side unspecified device rupture, symptoms of breast implant illness (bii) and "implant had adverse impact on physical and mental health". The device remains implanted.